Event description:
It was reported that a continu-flo solution set with duo-vent spike was leaking from the site around the vent cap at the top of the set. The patient¿s PICC line was hung after attaching the clearlink system to a tpn (total parenteral nutrition) bag and it was noted that the site around the vent cap at the top of the set was leaking tpn. The defective set was removed, and a new set was replaced and used with no further issue. This issue was identified during preparation at nicu (neonatal intensive care unit). It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.